Event description:
A therapeutic vaginal sling procedure was performed in 2004. The needle driver and needle tip broke off and remained in the pt. Subsequently the pt presented with an abscess and surgery was performed to remove the needle driver and needle tip in 2004. The pt recovered well.